Manufacturer narrative:
The products associated with this reported event were not returned. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. The information provided indicates that femoral loosening is the most likely cause for the problems experienced. No other reports are found against the stem and sleeve product/lot combinations. The investigation could not draw any conclusions about the reported femoral loosening with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Medwatch report states: this is a (B)(6) year old male with a history of a depuy asr left hip system implant on (B)(6) 2006. On (B)(6) 2010, pt presented and stated he has not been able to walk since the 2006 surgery due to weakness and lateral hip pain. He stated that he had x-rays on the hip and was told of possible loosening. Pt elected to pursue a revision total left hip arthroplasty on (B)(6) 2011. Relevant tests/laboratory data, including dates: on (B)(6) 2010, hip x-ray showed slightly increased periprosthetic lucency surrounding the femoral component which may lead to loosening. On (B)(6) 2010, bone scan showed diffuse moderately increased radiotracer activity, which correlates with the left of the left hip x-ray from (B)(6) 2010 and is suggestive or prosthetic loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.